Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the lenses were scratched. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the scratch was observed after implantation and explanted immediately. The procedure was completed by a back up lens. Following the surgery the patient experienced corneal edema and descemet folds. After one month post operative the folds persist without edema.